Event description:
It is reported that the liner wouldn't seat properly and a different liner was used.

Manufacturer narrative:
Info was received from a distributor who is not required to complete form 3500a. Evaluation summary: the liner's actual condition is unk. It is unk if the shell was cleared of all soft tissue, and what technique and instrument was used for insertion. No additional complaints have been received against the manufacturing lot of the acetabular liner. Cause cannot be definitively determined. Evaluation codes: the liner was not returned, therefore dimensional and visual analysis could not be performed. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.